Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed no delivery multiple times. Customer's blood glucose was 70 mg/dl. Customer was advised to change the reservoir it was the second call. Customer had changed the entire set and it alarmed again. Customer was advised to revert to back up plan. Customer's father agreed to return the device.